Event description:
It was reported that the patient has experienced an increase in seizures "this year". The patient underwent generator replacement surgery. It was reported that the explanted generator would not be returned to manufacturer for analysis. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.